Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratches on case, cracked battery tube threads, cracked select button keypad overlay, missing reservoir tube o-ring, missing display window cover, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and minor scratches on lcd window. The insulin pump was received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the battery compartment had crack, the insulin pump was not responding and was not accepting battery. The customer¿s blood glucose level was 11 mmol/l at the time of incident. The insulin pump was returned for analysis.